Manufacturer narrative:
The reagent lot number is 704173. The expiration date was requested but not provided. The investigation reviewed the last calibration performed on 24-nov-2023; the results were within specifications. The investigation reviewed the qc data on 24-nov-2023; the results were within the +/- 2 standard deviation (sd) range. The investigation reviewed the precision check results and determined that the performance of cell rinse functionalities, mixing and sample pipetting precision needed improvement. The field service engineer (fse) inspected the analyzer and found that the acid wash pipe was torn near the vacuum unit. He then replaced this part. He also found the rinse water blocked due to a problematic water plant. He then cleaned this part. He also performed precision checks with successful results. The investigation ruled out a general reagent issue because the calibration and qc data are acceptable. The investigation determined the event was due to an analyzer/maintenance-related issue.

Event description:
The initial reporter received questionable hdlc3 hdl-cholesterol plus 3rd generation results from eight patient samples tested on the cobas pure c 303 analytical unit. The reporter was able to provide two examples of questionable results: sample 1 the initial result was 123 mg/dl. The repeat result was 42.4 mg/dl. Sample 2 the initial result was 110 mg/dl. The repeat result was 32.8 mg/dl.